Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted audible tones. Due to this, suspicions of premature battery depletion were raised. A request was made to have data from this device analyzed. Data analysis has not been performed yet. At this time, no changes have been performed. This device remains in service. No adverse patient effects were reported. Additional information was received indicating that the patient decided to not undergo a device replacement procedure for the premature battery depletion. This device will remain in service until end of life (eol) is reached. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted audible tones. Due to this, suspicions of premature battery depletion were raised. A request was made to have data from this device analyzed. Data analysis has not been performed yet. At this time, no changes have been performed. This device remains in service. No adverse patient effects were reported. Further requests for the serial number of the device are being performed. However, at this time, no further information is available.

Manufacturer narrative:
Additional information was added to the following fields: a1: patient identifier d6a: implant date b5: describe event or problem field d4: lot number d4: catalog number d4: expiration date d4: serial number d4: unique identifier (UDI) #

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted audible tones. Due to this, suspicions of premature battery depletion were raised. A request was made to have data from this device analyzed. Data analysis has not been performed yet. At this time, no changes have been performed. This device remains in service. No adverse patient effects were reported. Additional information was received indicating that the patient decided to not undergo a device replacement procedure for the premature battery depletion. This device will remain in service until end of life (eol) is reached. No adverse patient effects were reported.